Event description:
The device was connected to the pt and initially got a good ECG signal on the screen, then the device reportedly began to display ECG artifact. The pt cable was replaced and the artifact continued to be displayed. The pt's details and outcome were requested, but not released by the facility.